Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to a problem isolated to pcb1. Unable to confirm battery cap damage due to pump received without the original battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. This was the second occurrence of replace battery now alarm within 8 hours of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.